Event description:
(B)(6) pacing lead thresholds were poor so the lead was replaced with an (B)(6) lead and the threshold was still not good. The leads were ultimately replaced with a leadless implantable pulse generator (ipg). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).